Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. The insulin pump was received with scratches on the lcd window, cracked case near the display window corners, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 500 mg/dl. Troubleshooting for blank display was performed. Customer advised they replaced the battery three times on the device. Troubleshooting was unable to resolve the issue, the battery cap was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.